Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not working properly. The device does not power on consistently; sometimes it works correctly, while at other times it fails to turn on. The issue occurred during inspection for use. There were no reports of patient involvement.